Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 420 mg/dl. The customer was treated with shot. The customer reported that they had red led light on charger and red led flashes approximately every 2 seconds. Customer declined to perform the high blood glucose. The customer was advised to return the charger and that a replacement will be shipped. The insulin pump will be returned for analysis.